Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the stopper is really hard to press or move on the 1 ml bd¿ slip-tip disposable tuberculin syringe. There was no report of exposure, injury or medical intervention.

Event description:
It was reported that the stopper is really hard to press or move on the 1 ml bd slip-tip disposable tuberculin syringe. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Since no samples have been provided, definitive root cause cannot be established. However, it is possible the potential root cause is associated with the washing and reuse of the product. Doing so may remove the lubrication of the stopper which assists in its smooth movement. The product is not approved to be reused ¿ it is a single use only product. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Since no samples have been provided, definitive root cause cannot be established. However, it is possible the potential root cause is associated with the washing and reuse of the product. Doing so may remove the lubrication of the stopper which assists in its smooth movement. The product is not approved to be reused ¿ it is a single use only product. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the stopper is really hard to press or move on the 1 ml bd slip-tip disposable tuberculin syringe. There was no report of exposure, injury or medical intervention.